Event description:
It was reported when in use, after the package was opened, the customer found that the guidewire was not complete. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refr1858 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed; however, the exact cause is unknown. Two photographs of a guidewire were returned for evaluation. An initial visual observation of the photographs showed the guidewire was broken and slightly unraveled. Some use residue was observed on the sample within the returned photograph. Further detail of the fracture site of the guidewire could not be seen in the returned photograph. While the exact cause of the broken guidewire shown in the returned photograph is unknown, possible causes include retraction of the guidewire against the bevel of the introducer needle, guidewire caught in tissue during insertion, and advancement/retraction of the guidewire against resistance. H3 other text: evaluation findings are in section h11.

Event description:
It was reported when in use, after the package was opened, the customer found that the guidewire was not complete. No other information was provided.